Manufacturer narrative:
This report is submitted on january 9, 2023.

Event description:
Per the clinic, the patient experienced an infection (abscess) and extrusion of the receiver/stimulator. The infection was successfully treated with IV antibiotics. The device was explanted on (B)(6) 2022 and during the explant, plastic surgery was required to repair the skin-flap. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on february 03, 2023.